Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) level of 508 mg/dl. Suspected cause was due to customer not delivering a correction bolus. Tandem technical support provided additional training in regards to bolus deliveries.